Manufacturer narrative:
This report is being submitted as part of a retrospective review and remediation for CAPA 564121 per (B)(4). Citation: demir et al. Asymptomatic early non infectious thrombosis of the melody® valve. Cardiology in the young ¿ world congress of pediatric cardio. 2017. 27(supp. 4):s397. Doi: 10.1017/s104795111700110x. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a 17-year-old male patient with a medical history of a congenital ventricular septal defect and pulmonary atresia who underwent implant of a medtronic melody transcatheter pulmonary bioprosthetic valve. No unique device identifier number was provided. At 4 months post implant, echocardiography revealed early asymptomatic pulmonary valve stenosis with a gradient of 80mmhg across the valve. Thrombosis was suspected as stent integrity was normal and blood cultures were negative. Recombinant tissue plasminogen activator was administered, and the gradient decreased to 28mmhg. No additional adverse patient effects or product performance issues were reported.